Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received of if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during a laparoscopic sigmoidectomy an error tone was heard. The device was removed from the pt and while it was being cleaned by the attending nurse, a piece of the active waveguide disengaged from the device. Another dissector was installed onto the system in order to successfully complete the case. There was no pt injury.